Event description:
It was report that the device was used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon used on 512sd that leaked carbon dioxide. A 1seal was used to stop the leak. There was no consequence to the pt.